Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the instrument was loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Appropriate tissue thickness ranges for cartridge sizes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hartmann's procedure, at the first firing during rectum resection, an abnormal sound was generated from the radial reload, and the firing seemed stopped halfway. The tissue was quite thick. After that, a new radial reload and handle were taken out to complete the resection. There was no patient injury.